Manufacturer narrative:
E1 facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the videoscope exhibited no image. The issue was observed during reprocessing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection where the reported event was confirmed. Based on the results of the investigation, a root cause was not identified. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.